Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was discarded by the customer. The reported event could not be confirmed. The event cause could not be determined from the reported information. Mdrs related to this event: 2029214-2016-00232, 2029214-2016-00233, 2029214-2016-00234.

Event description:
Medtronic received report that a pipeline flex device did not open during a procedure. The patient was undergoing treatment an unruptured, saccular aneurysm in the right cavernous internal carotid artery (ica). Aneurysm measured 10mm max diameter and 6mm neck diameter. Landing zone artery size was 3.2mm distal and 4.8mm proximal. The vessel was severely tortuous. The devices were prepared as indicated in the IFU. The pipeline flex was reportedly "lazy to open" on the distal end. The pipeline flex was recaptured and re-delivered several times as well as wagged without successfully opening it. The pipeline flex was removed. The procedure was ultimately completed using a new pipeline flex. Angiographic result post-procedure showed semi-hemispherical contrast in the aneurysm. There was no report of patient injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.